Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6000501, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6000501 was manufactured according to the work instruction (wi) version 74 and packaging in the multivac m12 on 23-mar-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly: assembly of the lot 3c04343 was manufactured according to the wi version 26 and assembled in the quickset line, on 22-mar-2023, with a total of (B)(4) units. The sub-assembly: assembly of the lot 3c04344 was manufactured according to the wi version 26 and assembled in the quickset line, on 22-mar-2023, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 3c04099 was manufactured according to the wi version 38 and manufactured in the line l4, on 21-mar-2023, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 3c04100 was manufactured according to the wi version 38 and manufactured in the line l5, on 21-mar-2023, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 3c02822 was manufactured according to the wi version 38 and manufactured in the line l5, on 21-mar-2023, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 3c04330 was manufactured according to the wi version 38 and manufactured in the line l8, on 21-mar-2023, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 3c04101 was manufactured according to the wi version 38 and manufactured in the line l8, on 21-mar-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
Initial and final MDR (B)(4)- device 1 of 2. E1: patient city: (B)(6). Patient country: brazil.

Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that the patient faced 2 boxes of infusion set leakage event on (B)(6) 2025. The leakage was in the quick release. No further information available.